Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. The functional tests could not be performed including prime,displacement, basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer removed the battery to clear the alarm and the buttons were functioning properly up until recently. Blood glucose value was 4.9 mmol/l. The button error alarm occurred on (B)(6) 2013. The customer stated that the device could have been exposed to perspiration from exercising. The device was returned for analysis.